Event description:
Per the surgeon, the patient was explanted due to skin breakdown and site infection. Reimplantation is planned but had not been scheduled at the time of this report, march, 12, 2009.

Manufacturer narrative:
Cochlear attempted an electronic submission on march 12, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.